Event description:
On (B)(6), the patient was hospitalized for acute mitral valve incompetence. After the catheter was inserted, an operation was started. On (B)(6), at 10:00am, blood was found in the extracorporeal tube. Therefore, another was prepared tp insert, and an attempt was made to remove the original one. The original one could not be removed because the balloon stuck in the sheath (the position of rear seal was at about 5cm above the hemostasis valve of the sheath). The original balloon was left in the sheath, and the new one was inserted from the same leg and started the pumping. Then, a second attempt was made to remove the original balloon, but it was damaged due to the doctor's procedural. The original one was cut off between the balloon and the shaft, the sheath was removed, and a new 12fr sheath was used to withdraw the defective original balloon, but it was unsuccessful. Bleeding from the original balloon was stopped by insertion of a 0.025" guidewire. Finally, the new one also leaked at night. Therefore it was removed. Midnight of (B)(4), the patient died. The original catheter was surgically removed when the inquest was carried out.

Manufacturer narrative:
The membrane and inner lumen returned completely separated with a non-maquet guidewire stuck inside the inner lumen and was unable to be removed. A leak test was unable to be performed due to the returned condition. A visual found abrasion marks on the middle and proximal ends of the membrane. An aneurysm was found on the middle of the membrane. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4). (B)(6) additional comment: the customer does not consider that the balloon leak was caused by product failure, because it occurred nine days after insertion and the patient had sever calcification in the entire aorta. Additionally, she thinks the defect of the product might not be a cause of patient's death.